Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Patient underwent an initial left total hip arthroplasty due to osteoarthritis. There was a significant offset problem. No additional complications noted. X ray taken shows stable wear of liner and early delamination. Patient underwent a revision procedure due to eccentric poly wear. Patient experienced pain and likely subluxation. Liner noted to be fractured along the rim. X rays were provided however were not sent for review because the operative notes confirmed the event. Lot identification is necessary for review of device history records, lot identification was not provided. Excessive wear and fracture likely led to the reported instability, however definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer versys size 14 mm mid-coat stem cat#: unknown lot#: unknown; zimmer trilogy 56 mm spiked cup with 2mm press fit cat#: unknown lot#: unknown; zimmer 12/14 cocr femoral head 28mm-3.5 cat#: 00801802801 lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial left hip arthroplasty. Subsequently the patient was revised approximately 22 years later due to eccentric poly wear. It was noted during the revision that the liner was found fractured. The liner and head were removed and replaced. It was reported that no further information is available.